Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device. The reported issue was both verified and duplicated. Physio determined the cause of the reported issue was due to a faulty charging cable that induced a fault into the power pcb assembly. Physio observed that the power supply failure that was induced by the charging cable was an unrelated non-critical issue of battery charging led remaining on without charging the device. Physio-control replaced the power pcb assembly and discarded the charging cable to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off. There was no patient use associated with the reported event.